Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID and required replacement, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed warranty coverage and shipping details, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.